Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -8.0/0.5/076 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged with a shorter length lens on (B)(6) 2023 due to excessive vault. Problem resolved. Reportedly status of the eye is "all fine" and "patient is happy".cause of the event is unknown. Claim # (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -8.0/0.5/076 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Excessive vault was observed. Cause of the event is unknown.